Manufacturer narrative:
(B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: "due to its age."

Event description:
Healthcare professional reported right side implant removal "due to its age", "device is found deformed", and rupture and capsular contracture (baker grade ii). The device has been replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed, broken on the radius side assessed as fold flaw opening. (Shell thickness was within specification) ¿ capsular contracture: unable to observe since it is a medical event and is not related to the device. ¿ deformation: no observed because the device is it broken. Additional observations: ¿ non penetrating nick observed on the device.

Event description:
Healthcare professional reported right side implant removal "due to its age", "device is found deformed", and rupture and capsular contracture (baker grade ii). The device has been replaced.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Healthcare professional reported right side implant removal "due to its age", "device is found deformed", and rupture and capsular contracture (baker grade ii). The device has been replaced.